Event description:
Hosp reported that when tech turned injector head towards pt on the table, the overhead support arm sys fell out of the ceiling. The injector head hit the tech on the foot. Minor injury.